Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 12464. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. An infusion with a rate of 6 ml/h on the day of occurrence could be found. The device was interrupted by an "drive blocked" alarm. The reason for the alarm could not be clarified. After this, the line was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (60-01-017) on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a long-term test about 24 hours was performed. A space line was inserted and an infusion with a rate of 100 ml/h was performed. During this test, no abnormalities were found. Also, the feeler gauge test according to the technical safety check was performed. No malfunction could be detected. 3.5 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. Inside, the device was slightly dirty, but no visible damage was found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the device operated within our specification. The malfunction could not be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "free flow." According to the customer: "a nurse was using the device. They were "double pumping" noradrenaline when the pump alarmed that the driver was blocked. Line was clamped, assessed and there were no visible signs of blockage. The line was reinserted. As soon as the line was unclamped, noradrenaline started free flowing into the patient. No rate was set and the pump was not started."